Manufacturer narrative:
Results of device investigation will be filed in a supplemental report once complete.

Event description:
Customer reports that the wire broke off inside of the pt for 20 days. Pt came back to the facility and the wire was removed.